Manufacturer narrative:
The returned device was observed. The returned catheter had its entire tip separated. At approximately 41 cm from the proximal end, a kink was found on the catheter shaft. The separated tip was approximately 5mm in length and its distal end was twisted. On the distal segment of the catheter shaft, disarrangement of strands was observed. Both proximal and distal sides of tip breakage site were observed under a microscope. Narrowing of the catheter lumen was observed on the both side suggesting the tip breakage was due to rotational force. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that the rotational force exceeding the product design limit was inadvertently applied while the tip of catheter was trapped by the lesion or vessel. The force led the catheter tip to be twisted and the lumen to become smaller in diameter, affecting wire slidability inside the catheter. The force was assumed to be applied repeatedly and when it exceeded the product's design limit, it caused the catheter tip to break apart. A kink observed on the shaft was assumed to be caused by bending force applied during catheter manipulation where vessel conditions influenced. There was no indication of product deficiency. Although no patient harm was reported, it was severely damages that a possibility could not be ruled out that tip fragment(s) might be remaining in the anatomy. Instructions for use states that: [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); do not insert or withdraw this microcatheter into or through stent struts; if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. Device investigation could not be conducted as the device was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information, it was presumed that factors such as the vessel size, the vessel tortuosity, and the blood that entered into the catheter might affect the slidability between the guidewire and the catheter. Upon such condition where the catheter movement was restricted, an attempt to remove the catheter was made and excess pulling force was assumed to be applied. When the pulling force exceeded the product's design limit, it caused the catheter tip to break and separated. Although device investigation could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of a product deficiency. As the device was not returned to the manufacturer, a possibility that the tip fragment remaining in the vasculature could not be ruled out. The IFU states that: - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and - [malfunctions] separation.

Event description:
It was reported that during a pci for treating a lesion in the coronary artery, the subject catheter was used together with a guidewire (manufacturer unknown) and both devices became stuck on one another. When the cardiologist attempted to remove the catheter out of the vasculature, its tip broke off and separated. Reportedly the tip fragment was successfully retrieved and there was no patient sequelae.